Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The device did not alarm when a distal occlusion was present on channel a. This was due to the mechanism assembly.

Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when a distal occlusion was present on a channel a. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.